Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report number 2032227-2014-50414.

Event description:
It was reported, the insulin pump was broken. The device was broken at the battery case it occurred because customer was attempting to remove the battery. Customer's sister reported the customer was experiencing high blood glucose did not specify value and declined troubleshooting. The cracks are located on the reservoir compartment and the battery compartment. Customer's sister was advised to discontinue use of the device and revert to back up plan. No further information reported.